Event description:
It was reported that there was some leaking coming out of the small hole that is in the air filter in the line. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigation was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.. H6: event problem and evaluation codes: updates not required.